Manufacturer narrative:
Follow up 701133 the samples were provided, and an evaluation was performed. The root cause of the issue is undetermined. The returned threaded bush has been evaluated and it was not damaged by external forces, and remains of the adhesive are still visible. The respective plastic sheath was not returned, so the evaluation was performed using the provided photos, which showed no damages by external forces or other influences that could be identified. The design of the product ensures two-fold protection of the connection between the threaded bush and plastic sheath (thread and the use of adhesive). Additionally, all other returned products have been evaluated and all of the products are within the specifications, no failures/discrepancies have been identified. Reprocessing procedures are included as a potential root cause since no information about reprocessing procedures have been made available for this investigation. Therefore, reprocessing could not be excluded as a potential reason for the reported issue. Lot number 118592 has been assessed and no deviations or discrepancies have been identified during production. The age of the instrument of 12 months, is considered uncritical. Adhesive was definitely used during production because there are still remains of the adhesive visible on the instruments. The identified ¿gap¿ between threaded bush and plastic sheath is due to the design of the product and is still within its specification. Production of this batch (and others as well) are within the specifications of this product. All materials used, including adhesive, are within specification. No systematic deviations or inconsistencies during production or later during assemblage, final inspection, or transportation have been identified. Potential causes for the reported issue are: 1. Plastic sheath has been exposed somehow due to turning, or rotating forces that have exceeded the two-fold protection of threaded bush and plastic sheath. 2. Perhaps product was not disassembled before reprocessing (according to instructions for use). 3. Perhaps the cleaning agent that has been used is not suitable for this product which caused adhesive surface damage. There have been no issues identified with the material or manufacturing process. The product has been manufactured and tested according to the specifications. A review of the device history records (DHR) did not identify and issues that would have contributed to the reported issue. The reported issue will continue to be trended and evaluated by bd.

Event description:
Via email: one of the tsr5105 trocar cannula came apart at a junction where it is supposed to be sealed and not removable during a case. The radel cannula detached from the metal threaded, male tip. Once apart, bio burden was exposed that had been collecting in the gap. Patient potentially was exposed to this bioburden. Beaumont has since removed the 24 trocars that include the tsr5105 and have not put into service the 48 they recently received. Even though shipments were months apart, all have the same lot #118592. 14dec2018 additional information: 1. What was the procedure that was being performed? Laparoscopic bariatric case 2. Did any part the instrument fall into the patient¿s body, and if so, how was it retrieved? None of the parts fell into the patient's body 3. Was there a medical procedure performed to verify if the instrument was in the patient¿s body, such as an x-ray? Na 4. What was the patient¿s outcome? Na 5. Was the procedure completed as planned? Yes 6. Can you please send all parts of the instrument for evaluation? All parts have been personally handed to sales rep 7. To confirm, is it only one instrument that broke apart during patient use? Yes, however, the trocar broke apart in the sink when washing 8. What did you do with the remaining 71 instruments? (Did you return them already, do you think they also have this same problem, are they part of this complaint and need to be returned)? All parts (old and brand new) have been handed to sales rep. No further information available.

Manufacturer narrative:
(B)(4) on 12dec2018: writer sent the customer an email acknowledging receipt of the complaint, providing the complaint tracking number and requested follow up information "including" as to if there was any patient impact related to this event. Writer provided contact information. Device not yet evaluated; if the device is evaluated a follow up will be sent.

Event description:
Via email: one of the tsr5105 trocar cannula came apart at a junction where it is supposed to be sealed and not removable during a case. The radel cannula detached from the metal threaded, male tip. Once apart, bioburden was exposed that had been collecting in the gap. Patient potentially was exposed to this bioburden. (B)(6) has since removed the (B)(4) trocars that include the tsr5105 and have not put into service the (B)(4) they recently received. Even though shipments were months apart, all have the same lot #118592. On 14dec2018 additional information: what was the procedure that was being performed? Laparoscopic bariatric case. Did any part the instrument fall into the patient¿s body, and if so, how was it retrieved? None of the parts fell into the patient's body. Was there a medical procedure performed to verify if the instrument was in the patient¿s body, such as an x-ray? Na. What was the patient¿s outcome? Na. Was the procedure completed as planned? Yes. Can you please send all parts of the instrument for evaluation? All parts have been personally handed to sales rep. To confirm, is it only one instrument that broke apart during patient use? Yes, however, the trocar broke apart in the sink when washing. What did you do with the remaining (B)(4) instruments? (Did you return them already, do you think they also have this same problem, are they part of this complaint and need to be returned)? All parts (old and brand new) have been handed to sales rep. No further information available.